Event description:
Report rec'd of a tubing separation. The customer reported that in 2004 at 2000, the tubing set was connected to the pt's central line to deliver normal saline at an unspecified rate. Two days later, approximately 48 hours later, the nurse was notified that the "pt's bed was wet." At this time, the nurse noted that the tubing set had separated at the y-site and "blood and IV fluids backed into the line and on the bed." An approximate blood loss of 20ml - 30ml was reported. The infusion was stopped. Therapy was continued using a new tubing set. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.